Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical incision was irritated under the lifevest equipment. Patient described that the back te pad #2 rubbed against the incision, causing it to open and bleed . There was no alleged device malfunction contributing to the irritation. The patient¿s skilled nursing staff are monitoring and treating the area. Follow up indicated that the incision improved.

Manufacturer narrative:
Not applicable.